Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, air bubbles in the gel and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: air bubbles ×67, fm in tube x2, fm in gel x16, defective marking x9, spot in tube x3, dirty tube x4."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-06. H6: investigation summary: bd received forty-five (45) samples and seven (7) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for 'gel bubble, foreign matter (fm), damaged tube, defective marking, embedded fm' with the incident lot was observed. Bd was able to determine the root causes associated with the failure modes as: 1. The black fm in the tube is attributed to burnt silica. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. 2. The scratched tube is attributed to an equipment jam prior to the tube evacuation process. There was incomplete purging of tubes affected by the jam. 3. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4. Gel air bubbles is attributed to introduction of air and inadequate purging during gel drum changes. 5. The embedded fm in the tube occurred during the injection molding start-up process. There was an inadequate purging of the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'gel bubble, foreign matter (fm), damaged tube, defective marking, embedded fm' through corrective and preventive actions (CAPA) 2201538. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, air bubbles in the gel and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: air bubbles ×67, fm in tube x2, fm in gel x16, defective marking x9, spot in tube x3, dirty tube x4."